Manufacturer narrative:
D2b - pro code (product code) lit, dqy. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The patient underwent treatment for arterial stenosis with a 5.0mm x 40mm x 135cm athletis balloon catheter. The balloon was advanced for dilation in a severely calcified lesion. It was during the first inflation as per the recommended atmospheres when the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition.

Manufacturer narrative:
D2b - pro code (product code) lit, dqy e1 - initial reporter phone: (B)(6). Device eval by manufacturer: the athletis balloon catheter was received. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The patient underwent treatment for arterial stenosis with a 5.0mm x 40mm x 135cm athletis balloon catheter. The balloon was advanced for dilation in a severely calcified lesion. It was during the first inflation as per the recommended atmospheres when the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition.